Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: "malfunction code 108 ff1.6. Infusions running slow. (When I turned it on there was no malfunction code present, however the pump had been turned off and unplugged for".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was present during investigation. Incoming pump inoperable and alarming. Replace membrane keypad #34520635 and confirmed correct delivery accuracy. Perform preventive maintenance service. Log review confirms alarms 016 and 108.